Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the during installation job for patient interface which was tested during the installation of the nim 4.0 sn: (B)(6). During the initial bluetooth connection made during the procedure an error occurred. The interface had an issue and would attempt repair the connection. The fault would not clear. Tested using the second port. Same issue occurred. The interface should not be used and will need to be replaced. There was no patient impact.